Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open wound with a yeast infection. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse cleaned the area, applied powder, and added skin protectant on the area for the skin irritation. Follow up indicated that the skin irritation improved.